Event description:
The customer reports that when the nurse pre-connected to the blood transfusion set preparing for blood transfusion, the distal lumen fell off. No intervention reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-lumen cvc catheter for evaluation. Visual examination revealed the distal luer hub was separated from the distal extension line. The luer hub was not returned. The point of separation on the extension line was rough and jagged. The point of separation on the separated luer hub could not be evaluated without the hub returned for evaluation. Therefore, it could not be determined if any extension line material was present within the separated hub. Signs of use in the form of dried blood were present in the distal extension line and on the catheter body. The length of the catheter body measured 216mm which is within specifications of 207-227mm per catheter product drawing. The outer diameter of the distal extension line measured 2.21mm which is within specifications of 2.13-2.21mm per distal extension line extrusion graphic. The inner diameter of the distal extension line measured 1.4478mm which is within specifications of 1.42-1.50mm per distal extension line extrusion graphic. A manual tug test confirmed the proximal and both medial luer hubs were fully secure to their extension lines. A device history record review was performed and no relevant findings were found. The IFU provided with the kit precautions the user, "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. The separation point on the extension line was jagged. The luer hub was not returned; therefore, the separation point on the luer hub could not be evaluated. The extension line met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. Without the separated luer hub returned to evaluate the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that when the nurse pre-connected to the blood transfusion set preparing for blood transfusion, the distal lumen fell off. No intervention reported.